Event description:
It was reported that customer experienced rapid battery depletion. Customer declined further troubleshooting. There was no reported impact to the customer¿s blood glucose level. Customer did not complete additional troubleshooting, technical support received issue details only by email, and no further actions or outcomes were documented because follow-up attempts did not obtain more information.